Event description:
This is filed to report a patient death. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted with no reported issue, reducing mr to grade 2. However, the pressure gradient increased to 8mmhg. The physician was satisfied with the result, and believed implanting was the best option given the benefits. There was no clinically significant delay during the procedure or adverse patient effect. Post operation, it was reported that the patient had passed away. The physician did not attribute the death to the mitraclip system. The patient had presented with chronic obstructive pulmonary disease (copd), and had a previous coronary artery bypass graft (CABG).both are pre-existing conditions that could have caused or contributed to the death: the clip remained stable on both leaflets. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported death appears to be related to patient pre-existing condition which included chronic obstructive pulmonary disease (copd) and coronary artery bypass graft (CABG). Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.